Event description:
Same patient as MDR # 2134265-2011-03238. It was reported that during a stenting treatment procedure stent dislodgement occurred. Access was obtained via the radial artery. The in-stent restenosed target lesion was located in the very angled, tortuous and calcified circumflex artery (cx). The lesion was predilated with a maverick balloon and a quantum maverick balloon. A 2.50x38mm promus element stent delivery system (sds) was advanced; however, the device was unable to cross the angle in the proximal portion of the cx and the stent became dislodged. The physician attempted to retrieve the dislodged promus element stent but the attempt was unsuccessful. The patient was taken to surgery and the dislodged stent was removed. It was noted that the physician was able to successfully implant two non bsc stents in the lesion. The following day the physician attempted to further treat the lesion with a 3.50x32mm taxus liberte sds. Access was obtained via the femoral artery and the device was advanced to the cx; however, the device was unable to cross the lesion due to the angle in the proximal portion of the lesion. The physician attempted to remove the sds from the patient; however, during removal of the device the stent became dislodged from the sds. The physician was able to remove the sds and dislodged stent together as the stent remained on the device. The procedure was completed with no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen and contrast on the stent. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were flared struts in the first and second rows on the proximal end of the stent. There were also bent and flattened struts on several rows of the distal end of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MDR # 2134265-2011-03238. It was reported that during a stenting treatment procedure stent dislodgement occurred. Access was obtained via the radial artery. The in-stent restenosed target lesion was located in the very angled, tortuous and calcified circumflex artery (cx). The lesion was predilated with a maverick balloon and a quantum maverick balloon. A 2.50x38mm promus element stent delivery system (sds) was advanced; however, the device was unable to cross the angle in the proximal portion of the cx and the stent became dislodged. The physician attempted to retrieve the dislodged promus element stent but the attempt was unsuccessful. The patient was taken to surgery and the dislodged stent was removed. It was noted that the physician was able to successfully implant two non bsc stents in the lesion. The following day the physician attempted to further treat the lesion with a 3.50x32mm taxus liberte sds. Access was obtained via the femoral artery and the device was advanced to the cx; however, the device was unable to cross the lesion due to the angle in the proximal portion of the lesion. The physician attempted to remove the sds from the patient; however, during removal of the device the stent became dislodged from the sds. The physician was able to remove the sds and dislodged stent together as the stent remained on the device. The procedure was completed with no additional patient complications reported.